Event description:
The facility reported that the pump turned on by itself. Information was not provided regarding if the reported condition occurred during patient use. The hospital representative stated that there was no report of patient incident since the last baxter service event. No additional contacts were provided and no further details were provided.